Event description:
During a procedure the review screen began to flicker. When the halt key was pressed it was noted that some of the keys on the keyboard wouldn't work. The system was rebooted and a bios message was received stating the system only supported disc and hard drives. The system was power cycled again and the screen was black with a blue dot in the upper left hand corner. The procedure was cancelled and there were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a procedure the review screen began to flicker. The system was rebooted and a bios message was received stating the system only supported disc and hard drives. The system was power cycled again and the screen was black with a blue dot in the upper left hand corner. The procedure was cancelled.